Manufacturer narrative:
(B)(4). The complainant indicated that the device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the dart detached from the suture and was noticed after deployment of the device on the patient's right side. Reportedly, the dart might have remained in the patient's body but the physician was not able to find the dart and was not sure if it actually remained inside the patient or if it was in the capio cage. As per the physician, it looked more that the problem was with the suture. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.